Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of MDR report number 0001825034-2017-05656. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown head, unk, unk, unknown taper adaptor, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05916, 0001825034 - 2017 - 05917.

Event description:
It was reported that a patient underwent hip arthroplasty, and the patient is being considered for a revision due to unknown reasons. The sales rep was inquiring about product identification of a m2a magnum. Attempts have been made and additional information on the reported event is unavailable at this time.